Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 9127558 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the needle fully retracted within the safety barrel. There was also a v-shaped cut near the tip of the catheter tubing indicating that the needle had pierced the tip. Based off the visual inspection the engineer was able to verify the reported defect. However, a definitive root cause could not be determined.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter, translated from portuguese to english: "catheter needle through its protection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter, translated from portuguese to english: "catheter needle through its protection."